Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there were multiple instances where energy was provided by the e-200 generator that was deemed insufficient to stop bleeding as quickly as the surgeon wanted. The event occurred while the surgeon was dissecting the fissure and grabbing lymph nodes. Parenchyma and surrounding vessels were observed to be bleeding. The bleeding was reported to be expected as part of the surgical procedure, but that more blood than usual was lost due to the insufficient energy. It was unknown how much blood was lost due to this event. However, it was reported that no blood transfusions were administered. The customer power cycled the generator, swapped the energy cable and instrument, and adjusted the energy settings, but the issues persisted. Clip appliers were used to control the bleeding along with multiple applications of cautery energy. This event caused an hour and a half delay, and resulted in additional anesthesia time. The procedure was continued robotically. The patient did not experience any post-operative complications and there were reported to be in stable condition. The patient's care plan was not changed due to this event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse replaced the e-200 generator due to the customer reported event of insufficient energy.

Manufacturer narrative:
Updated: h2, h3, h6, and h11. Device evaluation: the e-200 generator was received for failure analysis evaluation. The generator was visually inspected an no issues were identified. Additionally, the unit powered on with no issues. A tool was installed and the e-200 performed normally, completing both cautery testing and system drive testing.

Event description:
Refer to h11 for follow-up information.